Manufacturer narrative:
(B)(4). The device history review of the product hemolok ml clips 6/cart 84/box lot# 73e2100915 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip was found broken at hook when the user attempted to load it to the applier. Therefore, a new cartridge was opened.